Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented in ER after receiving multiple inappropriate high voltage therapies possibly due to lead noise and atrial fibrillation followed by rapid ventricular response. The device had reached eri and was replaced during the lead revision.

Manufacturer narrative:
The reported inappropriate therapy was confirmed in the laboratory via review of stored electrograms and was due to programmed settings. Review of stored electrograms also indicated that noise was observed on the atrial channel after high voltage therapy delivery in the field. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. No noise was observed on the real time electrogram.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.